Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had inaccurately erratic control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred on an unspecified date "1 month" prior to the alert date of (B)(6) 2016. At this time the reporter obtained control solution readings of "110 and 159mg/dl" on the subject meter. This falls out with the control solution range of "115-154mg/dl" for this strip lot. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that an unspecified period of time after the alleged product issue occurred they consumed less food and/or drink. During the initial call with the cca the patient stated that they developed the symptoms of "shakiness and felt like they were going to pass out" 2 hours after the alleged product issue occurred. Despite these symptoms, however, the patient denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the correct control solution was being used and it had not exceeded its discard date. The unit of measure was also set correctly at the time of testing. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately erratic control solution readings on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter, test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the meter, test strips and control solution involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.